Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not achieving paresthesia on the table, and not performing an x-ray immediately after the procedure to confirm placement have been ruled out as potential causes. However, the patient experienced a fall which caused increased pain. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to implant as the patient experienced a fall (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported they are experiencing more pain than normal after a recent fall. The commercial team member met with the patient on (B)(6) 2024 and reprogrammed their device. Additionally, an x-ray was advised to confirm device placement. However, imaging was not performed. The patient noticed improvement upon leaving the office and running the device for 20 minutes and they are currently not experiencing pain.